Event description:
Customer is in the hospital with dka (admittance date is unknown). The patient is getting different readings with the hospital meter and his pdm. At 9am, the hospital meter is 303 mg/dl whereas the pdm reads 229 mg/dl. At 11am, the hospital meters reads 281 mg/dl and the pdm shows 219 mg/dl. No further information was provided regarding this hospitalization. The device was returned for investigation.

Manufacturer narrative:
The pdm was returned for investigation and no problem was found that would have caused or contributed to the device reading inaccurately. The bg meter was thoroughly evaluated - all readings tested fell within the specified tolerance limits. The bg meter was found to have performed as intended and was fully capable of providing accurate readings. All other tests performed on the pdm confirmed that the device was functioning as designed. Based on the investigation results, there is no indication of any pdm failure that would have contributed to the erroneous bg readings. No problems were found. The omnipod's user guide instructs users to perform a control solution test when: inaccurate results are suspected, if the test results are not consistent with how you feel, or when it's suspected that the bg meter or test strips are not working properly. If control solution test results continue to fall outside the range printed on the test strip vial, the user guide advises: the omnipod system may not be working properly, do not use the system to test your blood glucose, call customer care. Bgs should be tested with an alternate, back-up meter. The user guide advises that "the easiest and most reliable way to avoid dka is by checking blood glucose at least 4 to 6 times a day." It warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." To treat dka, users are instructed to check for ketones. If ketones are not present, continue treating for high bgs. If ketones are present and you fill ill, contact a hcp for guidance. If ketones are present and are not feeling ill, replace the pod using a new vial of insulin. Check bg levels again in 2 hours, if they have not decreased immediately contact a hcp." Product lot qualification records were reviewed and found to have met all acceptance criteria.